Event description:
Caller states that the patient tested 4.6 inr on the coaguchek xs test system and 3.5 inr on a comparison lab. Patient's coumadin was altered based on device result, however, no adverse event was reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent. Coaguchek xs test system: meter, test strip lot 20149735, exp 12/31/2007, cat/03555666001.

Manufacturer narrative:
Suspect device: coaguchek xs test strip.